Event description:
It was reported that a system diagnostics test at an office visit yielded high lead impedance, indicating possible lead fracture. The patient's seizure frequency had remained the same. X-rays were reviewed by a medical professional, and no anomalies were noted. Revision surgery is planned. No serious injury was reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.